Event description:
It was reported that this right ventricular (rv) lead exhibited high within range pacing impedance measurements up to 110 ohms. Technical services advised the upper limit on pacing impedance measurements for this lead is 125 ohms. However, the physician was adamant and chose to explant this rv lead. Another rv lead was implanted to complete this procedure. This rv lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.